Event description:
It was reported that the pump was alarming no disposable pump will not run. Settings were reviewed. Pump was turned off and tubing was clamped. Cassette was removed and tubing massaged. Bubbles were present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persisted. Pump turned off and patient will contact the clinic to report event and obtain further instructions. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.